Manufacturer narrative:
Correction number: 1627487-07262012-002-r. This ipg serial number is included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient would like to undergo surgical intervention due to having a pressure ulcer at the ipg site. It was also reported the patient experienced a fall and is in a rehab facility as a result.